Manufacturer narrative:
(B)(4). Batch # t5c78c. Device analysis: the analysis results showed that one ecr45d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the lower left lobectomy surgery, when severing the pulmonary fissure, after fired, noted the staples malformed with irregular shape, some staples with straight leg. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.